Event description:
Pt reported blood glucose results of 16.7 mmol/l, 14.7 mmol/l, 8.6 mmol/l and 5.9 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.